Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had a better connection with the recharger antenna replacement; however, the technician determined that the internal battery needed to be changed. The patient will not be having a battery replacement at this time due to an unrelated medical condition. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had internal battery needing to be changed due to normal battery depletion. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was getting a 376 error code on the ins recharger (antenna test-temp failure). It was also reported that the patient was having trouble getting consistent coupling. The patient would usually get 8 bars and maintain them, but since late july/early august couping would drop from 8 to 0 bars or 8 to 2 bars without moving. It was noted that it was taking the patient a long time to charge the ins. A new antenna was sent to the patient. No patient complications/symptoms were reported.